Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs 078 motor alarms. The returned battery cap was undamaged and able to fit securely. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime steps were performed correctly with no cs 078 call service alarms occurring. The complaint of a cs 078 call service alarm issue was not duplicated during investigation.